Manufacturer narrative:
Device evaluation: failure analysis: original complaint, ¿fraction of inspired oxygen (fio2) reading 21% when set at 100%¿. Visible inspection found no indication of damage or misuse. The gas delivery engine (gde) was fitted with a known good o2 sensor, installed into a known good top level unit and powered on. The start-up was normal, with all user interface module (uim) displays and controls functioning. Fio2 reading matched fio2 settings throughout range with no apparent leak down. Unit responded with alarms when tested for loss of air and o2. Unit was placed in ventilating mode and allowed to run for 48 hours, well past the 3-5 hours indicated in the complaint, with no change in the fio2 reading and no faults. An external monitor was attached and the fio2 reading was compared at 21, 40, 60, 80, 90 and 100%, with no discrepancies in the reading between the uim display and the external monitor. Findings/root cause: original complaint of fio2 drift from 100% to 21% could not be duplicated in the fa lab. As original o2 sensor was not returned with unit, the gde could not be tested as it had been configured at customer site.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while using the avea ventilator on a patient, the fraction of inspired oxygen (fio2) analyzer was reading at 21% when set at 100%. An external oxygen (o2) analyzer was placed in-line as a backup analyzer in which the reported issue continued. The customer removed the device from service and placed the patient on another ventilator. The customer reported no harm or injury.